Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that prior to an implant procedure that the implantable cardioverter defibrillator (ICD) had a low battery capacity. The ICD was not used and the physician elected to implant a different ICD. The patient condition was stable.